Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and also reported multiple battery issues like failed battery alarm, weak battery alarm, battery out limit. The customer's blood glucose was unknown at the time of incident and current blood glucose level was 557 mg/dl. Customer called to report the tubing detached from the reservoir while the customer was sleeping infusion set tubing detachment. Customer reports the infusion set tubing came apart. Troubleshooting was declined for no delivery alarm, multiple battery issues, high blood glucose. The insulin pump will not be returned for analysis.